Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the proximal portion measuring 50.0cm was returned for analysis. External insulation abrasion was noted at 39.5-40.5cm from the connector pin. Externalized conductors due to external insulation abrasion was noted at 46.5-48.5cm from the connector pin. The etfe coating was intact at these location. External insulation abrasion was noted at 11.0-11.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that during follow-up, a steady rise in thresholds were noted. An x-ray showed externalized conductors. The lead was explanted and replaced.